Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, +18.5d) was explanted and an intraocular lens of a different manufacturer (+19.00d) implanted as a replacement. An anterior vitrectomy was also performed during the lens exchange surgery. Rxsight's first awareness of this event was on 01/10/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).